Event description:
It was reported that the nurse responded to the device alarming "air-in-line" to find that the tpn IV bag was empty and that the tubing set had leaked after being in use for approximately 12 hours in the nicu. The infant patient required a new tpn IV bag to be prepared. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the device alarmed for air-in-line and the tubing set leaked was confirmed. Visual inspection of set noted no damage or any anomalies. Functional and pressure testing confirmed leaking from a small hole at the top of the silicone segment near the upper fitment. The source of the air in line alarms and leaks is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined.

Manufacturer narrative:
Concomitant medical products: 500 ml eva container, ref: (B)(4), exp: 11/30/2021, therapy date: (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse responded to the device alarming "air-in-line" to find that the tpn IV bag was empty and that the tubing set had leaked after being in use for approximately 12 hours in the nicu. The infant patient required a new tpn IV bag to be prepared. The customer later stated that there were no adverse effects caused to the patient from the event.